Event description:
The customer reported the alarm sounds continuously when the pull cord magnet is attached to the alarm. No visible damage to the outside of the alarm reported. The customer did not provide a date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product does not confirmed the reported issue; the alarm does not have a continuous sound when the magnet is on the alarm. However, when the magnet is placed back on the alarm, the alarm stops sounding and turns itself off. The unit will only power back on after the battery is removed and then re-installed. Battery door is missing. Unit came with magnet and pull cord. Note: instructions for use for proper handling and use state: if the posey personal alarm is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspected the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. (B)(4).